Manufacturer narrative:
Patient information is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter: phone number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the zig of an expert (B)(4) femoral nail (a2fn) got misaligned. Due to this, the hip screw was missing the nail. The zig was reassembled many times to ensure proper insertion, but it failed every time. Then the hip screw was inserted using free hand technique. It delayed completion of operation by forty-five to sixty (45 to 60) minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The complainant part was not returned to the manufacturer for review/investigation. The investigation results reported in follow up #2 were submitted in error. No evaluation has been completed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that we have forwarded the complained article to the manufacturing site for investigation, here are the findings: during the manufacturing investigation, a functional test was performed. The article passed the functional test without reference to the reported issue. No misalignment of the aiming arm has been found as described in the complaint description. The m8 thread, where the connection screw is mounted, did not pass the test. The aiming arm arrived with a mounted, immovable connection screw which was not aligned to the thread centre line. The m8 thread of the aiming arm is heavily damaged. The manufacturing records were reviewed the implant was manufactured in july 2010, produced to specification and met all release criteria. We are not able to determine the exact reason for this reported problem, but we assume that applying high force on the connection screw caused this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Op report and x-ray are reportedly not available as incident happened during surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.